Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The system was performing as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the physician was inaccurate approximately 3 mm. The surgery caused a cerebrospinal fluid (csf) leak which required a revision to be performed a week later. Additional information received the same day indicated the representative had noticed the surgeon had suddenly change the room set up. The bed was rotated 180 degrees and the mayo stand was right next to the patient's head/emitter. The surgeon was informed this may reduce tracking capabilities due to too much metal and ultimately create inaccuracy. There was less than an hour delay due to the reported inaccuracy.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.